Manufacturer narrative:
Per additional information obtained, the subject device was improperly reprocessed before it was returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. However, it's likely the cause is related to the subject device not being reprocessed at the user facility before it was returned to olympus. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed.  In addition to the foreign objects found inside the jet tube, additional findings are as follows: air/water cylinder had no color. The scope cylinder had no color. The flexibility adjustment ring was damaged. The switch box had a scratch. The switch 1 had a scratch. Due to a cut on the heat-shrinking tube of the forceps elevator lever, the expected insulation capacity could not be obtained. The plug unit had a scratch. Due to a crack on objective lens, the image had a dark area. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The light guide bundle has broken. The objective lens had a crack. The light guide lens had a crack. The light guide lens had a scratch. The bending tube was deformed. The adhesive on the bending section cover had a crack. The connecting tube was snaking. The connecting tube had a scratch. The connecting tube had a wrinkle. The universal cord had a scratch. The universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus glue missing, lenses broken, scratches on the colonovideoscope. The issue was found during the maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.